Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. All samples failed to meet oxygen requirements. 3 packages were fully opened along all sides of the foil ¿ there is a gap where there is no seal transfer. Samples of the mesh were tested for bond strength and failed to meet requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an epigastric hernia repair on (B)(6) 2014 and mesh was used. When the mesh was removed from the packaging, it started flaking and eventually came apart. A like device was used to complete the procedure. There were no adverse patient consequences reported. The surgeon stated that the patient is healing well.